Event description:
The customer contacted baxter's technical service center to report a system error (se) 2230 on a homechoice (hc) machine during prime, patient not connected. The home patient (hp) stated he cycled power and the alarm is still occurring. The baxter technical service representative (tsr) advised hp to contact his peritoneal dialysis registered nurse (pdrn) regarding programming since the tsr was unable to obtain programming tonight, and to call the pdrn regarding therapy for tonight. The tsr initiated a swap of the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2330 (bag/fluid overheated) was confirmed in the device logs but was not duplicated during evaluation. The assignable cause of the se 2330 alarm was determined to be an inoperative alternating current component (accomp) printed circuit board (pcb). The accomp pcb was replaced during device servicing. A service history review was performed revealing the reported condition is not related to any previous reported problem with this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.